Event description:
A baxter pump alarmed for air in tubing on channel a. The tubing was squeezed. Actrapid in sodium chloride = 1 ie/ml, flow-rate = 2 ml/h was being infused on channel a, IV solution was being infused on channel b. The medication was given for high blood glucose. The drug was the only given in the venflon. No intervention was made as the pump stopped. Sodium chloride in 100 ml plastic bottle was connected to the venflon. The solution administration set was connected at 4 p.m. In 2007 and the problem occurred at 5:45 a.m. In the next day. 40 ml was infused. Blood pressure was not affected from this malfunction. No injury to the patient resulted. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 30, 2007. A request for the retrun of the device has been made. Should the pump be received ror evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the reported condition of the an air in line alarm with no air present could not be confirmed or duplicated. No action was necessary to correct the reported problem. The device was found to be working within specifications. Review of the complaint history reveals similar reports have been received for this product for the reported issue.